Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. This file is related to (B)(4). Manufacturing records review: prior to distribution, all fs-oa-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for fs-oa-10 device of lot number: c2131760 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: a review of the manufacturing records for the fs-oa-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2131760. Instructions for use and/label review: the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to excessive force being applied while trying to deploy the stent through the patient¿s anatomy which in turn caused damage observed during the lab evaluation- kink/crumpling on pushing catheter and subsequently causing issue reported. From additional information provided there was resistance encountered when advancing the wire guide to the target location and there was resistance encountered when advancing the introduction system in place to the target location. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, when releasing the stent, the stent holder distend instead of sliding in the stent pusher. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force being applied while trying to deploy the stent through the patient¿s anatomy which in turn caused damage observed during the lab evaluation- kink/crumpling on pushing catheter and subsequently causing issue reported. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 28-nov-2024, as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: cust dossier fei-24-1758:received:4-june-24 14h33 . When releasing the stent,the stent holder distend sinstead of sliding in the stent pusher. Distension of the stent holder does not prevent stent pla cement but complicates it strongly with a greater risk of displacement of the stent.the problem arises from the first use of the stent stand which obliges the medical team to change of stent stand at each stent installation.no clinical co nsequences, but longer procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. For all complaints, ask: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement, device removal, observation prior to patient contact. 2. What was the target location for the stent? 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? 5. Was the wire guide lubricated prior to use?, yes, 6. Was the wire guide inspected for damage prior to use?*, yes, 7. Was the device at the centre of the complaint inspected for damage prior to use? Yes, 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a. 9. If yes please indicate the type of procedure performed. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, 11. If not with the device in question, how was the procedure finished?* 12. Did the patient require any additional procedures as a result of this event? N/a, 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Yes, no. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? N/a, 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location? Yes. 7. Was resistance encountered when advancing the introduction system in place to the target location?, yes, 8. How did the physician deal with this resistance? Na. 9. How did the physician determine the length of the stent to be used for the procedure? Na. 10. Where was the stricture located in the duct? Na. 11. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. 12. Was resistance encountered when advancing the stent through the obstructed area? N/a, 13. After placement, was stent position verified? N/a, 14. If yes, please describe how. 15. Please estimate the amount of time the stent was in place prior to this occurrence. 16. Did any section of the device detach inside the endoscope or patient? N/a, 17. If yes, please specify what section of the device broke off: 18. Please indicate whether the device broke in the endoscope or in the patient? N/a, endoscope, patient. 19. Was the broken device retrieved? N/a, 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25. Did the patient require any additional procedures as a result of this event? No 26. What intervention (if any) was required? 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 29. If yes, please specify what was observed and where on the device it was observed.